Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise on the atrial channel which was oversensed and resulted in stored atrial tachycardia response (atr) events. The noise could be replicated during isometrics in the office, but was not being sensed at that time. Pacing impedance measurements were greater than 2000 ohms and a lead fracture was suspected but was not confirmed. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.